Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of "0" ohms. It was noted that the patient had an echocardiogram that day. Other shock impedance measurements had been stable. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received that the patient's device was interrogated which revealed normal shock impedance measurements. No actions or interventions were planned or performed and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.